Manufacturer narrative:
The device was rec'd. Investigation is not yet completed. The lot number was provided. Review of the device history record is forthcoming. A follow-up will be submitted with any relevant info.

Event description:
Device malfunction: anterior cuff miss. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician attempted arteriotomy closure with the perclose proglide device after an interventional coronary procedure. Reportedly, after deploying the needles, the anterior needle tip did not capture and connect to the anterior cuff. The device was removed and a second proglide was used to achieve hemostasis. No adverse pt effects were reported. Though requested, no additional info was available.